Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - able to establish contact with customer and stated products are working as designed and comfortable with the results.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 91, 97, 75 and 80 mg/dl. The customer¿s expected fasting blood glucose test result range is 115-124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer stated that the product was stored in a cool, dry area (exact location undisclosed). The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).